Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reft2381 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC line has been in the patient for a total of 20 days. Night prior to the incident, nurse reported resistance over the white lumen but none over the red lumen then the following morning on 3/4 upon troubleshooting nurse noted leaking over catheter when flushed. I personally checked the PICC and flushed the white lumen and leaked. When PICC was pulled out and I assessed it the leak was noted over the catheter part under the securacath. White was completely blocked and red showed the leakage." Additional information received: a detailed description of the placement: left basilic 2 cm external secured with securacath. No issues in procedure note with insertion. Was there any patient harm reported? No, pt needed piv insertion and to be stuck for lab draws a new catheter was not placed. What they¿re being treated for: aml induction with aza/ven.

Event description:
It was reported "PICC line has been in the patient for a total of 20 days. Night prior to the incident, nurse reported resistance over the white lumen but none over the red lumen then the following morning on 3/4 upon troubleshooting nurse noted leaking over catheter when flushed. I personally checked the PICC and flushed the white lumen and leaked. When PICC was pulled out and I assessed it the leak was noted over the catheter part under the securacath. White was completely blocked and red showed the leakage." Additional information received: ¿ a detailed description of the placement: left basilic 2 cm external secured with securacath. No issues in procedure note with insertion.. ¿ was there any patient harm reported? No, pt needed piv insertion and to be stuck for lab draws a new catheter was not placed. ¿ what they¿re being treated for: aml induction with aza/ven.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. The product returned for evaluation was a 4fr d/l powerpicc sv catheter and a non-bd stabilization device. The catheter contained dark discoloration near the 2cm depth marking. A longitudinal split was noted in the tubing directly proximal of the discoloration, between the 1cm and 2cm depth markings. The split was 0.05¿ long and contained a dull and granular split surface. Deformation of the tubing was observed at the leak site which can be related to kinking or folding of the catheter against the stabilization device. During functional testing, a leak was observed emanating from the split when the red luer adaptor was flushed. Tactile evaluation and microscopic examination of the catheter revealed additional compression of the tubing between the molded bifurcation and the split site. A secondary superficial split was forming in this location. Measurements of the catheter tubing confirmed that the wall thickness and outer diameter met the device specifications. The compression damage and deformation of the tubing was consistent with features replicated by applying compression stabilization devices within the tapered region of bd powerpicc catheters. These observations were consistent with the event description, which indicated that the damage was under the stabilization device. H3 other text : evaluation findings are in section h.11.